Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the system status of the validation code column showed request was rejected. The technical support specialist advised to approve the most recent (rejected) user request instead of updating the validation code expiration hours in the user request. The customer approved user request for profile order. The customer confirmed the item was available to select in the patient order list screen. The issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, it was unable to issue oxycodone ir 5mg tab cii to patient. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the system status of the validation code column showed request was rejected. The technical support specialist advised to approve the most recent (rejected) user request instead of updating the validation code expiration hours in the user request. The customer approved user request for profile order. The customer confirmed the item was available to select in the patient order list screen. The issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, it was unable to issue oxycodone ir 5mg tab cii to patient. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.